Event description:
It was reported that while using the ilet, the user experienced repeated post-breakfast hyperglycemia and noted bent infusion cannulas; after working with their clinician and refining meal announcements and infusion-site application, they reported improved control and attributed earlier issues to user error. Symptoms included hyperglycemia. Outcomes included effects that could not be characterized due to insufficient information. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information to characterize a specific medical device problem or device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial